Manufacturer narrative:
(B)(4); the device is expected to be returned for analysis. Upon return and completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency room after receiving 5 shocks from the device. The device was interrogated and the following alerts were recorded: eri (indicating replacement indicator has been reached), CT (charge time), hi (high impedance), and lc (long charge). The device was checked a couple weeks prior and the battery was normal. A manual impedance check was performed. The first attempt said impedances were fine. The second and third attempts were unsuccessful. Boston scientific technical services (ts) was consulted and recommended replacement as the device functionally could not be guaranteed. Ts also discussed submitting the device data for engineering review. It was noted the patient performs physical activity, therefore ts recommended checking for damage to the device or electrode. The patient was scheduled for a revision procedure. During the procedure, the field representative noted nothing remarkable about either the device or electrode. The field representative did indicate that the electrode had and extra piece of insulation that extended about an inch from the terminal pin, which appeared slightly damaged (i.e., abraded or torn); however there was no obvious damage of insulation on the main body of the electrode. The field representative also verified electrode to header connections by confirming they were intact. The setscrew was also confirmed to be engaged and there were no visual anomalies with the header. The field representative believes the device positioning was too posterior. Both the device and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was visually inspected. There were tool marks on the device case and header and a dent on the device case. A capacitor reformation was completed and the device operated as expected. The measured battery voltage was 8.90 volts. A commanded shock was delivered and the resultant first phase waveform did not appear as expected. Additional analysis would be necessary to attempt to determine root cause for this issue but since there is a request for the device to be returned to the patient, intact, no further analysis is possible.